Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were updated: h6 and h10. The e2 and e3 fields were corrected based on the information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 6 years since the subject device was manufactured. Based on the results of the investigation, water invaded the scope connector while the user was handling the device. Due to the water invasion, abnormality of electronic parts occurred resulting in a b30 error message. The event can be detected by handling the device in accordance with the following section of the instructions for use: "inspection of the endoscopic image." The event can be prevented by handling the device in accordance with the following instructions for use: -when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Additionally the following non reportable malfunction were observed during device evaluation: the charge coupled device (ccd) cover lens was scratched. The distal end of the scope cover was deformed. The bending section cover was porous. The connecting tube was scratched at the pocket pouch. The control grip unit was scratched and the dial unit was damaged. Also, the angulation had play and was out of specification. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The b30 scope communication error was present on the display whenever the endoscope was connected to the unit. Additionally, humidity was discovered inside the plug unit during the inspection. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii bronchovideoscope was presenting a b30 scope communication error during procedure preparation. According to the initial reporter, the intended procedure was completed using another scope without any report of patient harm.